Event description:
It was reported that the insulin pump alarmed button error. It was stated that the alarm is recurring. It was stated that the logo is discolored. An operation test and a self test were completed normally. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. However corroded keypad traces noted. No button error alarms noted. The insulin pump has cracked reservoir tube lip, cracked belt clip slot, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.